Manufacturer narrative:
Intuitive surgical inc. (Isi) received the unit involved with this complaint and complete the device evaluation. Failure analysis was not able to reproduce the reported failure, however, a review of the system logs verified the faults had occurred. The unit was installed in a test system and the unit powered up with no errors. Furthermore, the unit passed 10 power cycles without issues. The compact flash card will be replaced as a precaution as well as a loose fuse. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a sacrocolpopexy w/hysterectomy da vinci assisted procedure, the customer experienced repeated system errors and could not recover from the faults. The customer power cycled the system but the issue persisted. It was initially reported that the customer was going to proceed laparoscopically, however, the customer confirmed that the procedure was aborted and rescheduled. There was no report of patient harm, adverse outcome or injury. An isi technical field specialist (tfs) was dispatched to the facility to inspect the system and noted several occurrences of the system errors. The error was indicating a touchpad communication failure, therefore, the tfs replaced the touchpad to resolve the issue.